Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer into well position e12 and no error message was given. A field engineer was dispatched and could not duplicate the event. Fse replaced tip clamp, tip clamp sleeve, compression spring in positions 11, 12. No death or serious injury was associated with this event.